Manufacturer narrative:
Additional information: patient information; brand name; product code; common device name; catalog#; lot#, expiration date; PMA/510(k)#; device manufacture date. An event regarding disassociation & altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that on or about on (B)(6) 2008 the patient underwent bilateral total hip arthroplasty. It is further alleged that revision surgery of the left hip was scheduled for on (B)(6) 2015 and during that surgery the surgeon observed the femoral head dislodged from the femoral neck trunnion, black joint fluid and black synovium as well as blackened scar tissue and markedly abnormal trunnion.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that on or about (B)(6) 2008 the patient underwent bilateral total hip arthroplasty. It is further alleged that revision surgery of the left hip was scheduled for (B)(6) 2015 and during that surgery the surgeon observed the femoral head dislodged from the femoral neck trunnion, black joint fluid and black synovium as well as blackened scar tissue and markedly abnormal trunnion.